Event description:
It was reported that during a tka procedure, a headless pin got stuck in the distal cutting guide. The surgeon was able to remove the pin and cutting guide from the surgical site since the pin did not have significant bone purchase. There was a short delay reported with no patient injury. This complaint is for the broken pin. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for investigation. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review found previous reports of this issue. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for using the distal cut guide. The visual inspection, after disassembly, showed significant damage to the speed pin and the inner diameter of the distal cutting guide. Review of the returned parts conform to the wear and tear' resolution from the distal cut guide. The cut guide no longer easily accepts the 1/8" speed pin (a new one was used for functional testing) but has been used in the past, revealing that at one time it did accept the pins. The probable cause of the issue was expected wear / tear.